Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). (B)(6).

Event description:
It was reported that upon inspection of receiving product, a crease was discovered in the sealed area of the sterile packaging. No adverse events occurred, as there was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the product confirmed the presence of crease and/or fold in the seal of the pouches. These creases/folds are unacceptable. Device history record (DHR) was reviewed and no discrepancies were found. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.